Event description:
It was reported that during a nephrectomy the gen11 screen kept showing the "reactivate" screen and "two switch activations detected. Manual switch". The gen11 beeped and gave the same warning on the screen while the device was not in use. This was a new device, opened in front of me. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: x95508. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2022 d4 batch #: x95508 additional information was requested and the following was obtained: product was not reused, salesperson was present during procedure. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. We are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H1, h6, h10 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.